Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic walled-off necrosis (won) during a won drainage procedure performed on (B)(6) 2019. Reportedly, puncture could not be performed in the center of the won due to the presence of a blood vessel, so the puncture was performed towards one end of the won. Based on ultrasound, it was initially determined that the patient's won contained more than 70% liquid content. According to the complainant, during the procedure, after the stent was fully deployed, the distal flange of the stent did not fully expand and ended up positioned in the abdominal cavity. The physician visualized the drainage site endoscopically from the stomach side and noticed that the won was not draining. Computed tomography (CT) imaging was performed after the procedure and showed that the puncture was performed in an area of the won that contained low liquid content, and there was no contraction of the won. The stent was removed using a snare, and the puncture site created in the stomach was closed with a clip to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition on (B)(6) 2019 was reported to be fine and without problems. **additional information received on (B)(6) 2020** according to the complainant, after puncturing, the distal flange of the hot axios stent could not be deployed because the tip of the delivery system came in contact with the opposite side of the won. The hot axios stent was removed from the patient. During the same procedure, a double pig tail stent (non bsc device) was to be implanted. The double pig tail was placed outside the won and the stent was removed from the patient. A clip stitching was completed and the procedure was stopped. There were no patient symptoms and conservative treatment was performed. On (B)(6) 2019 it was reported that the patient improved.

Manufacturer narrative:
Block a1 (patient identifier, date of birth, age, and sex), block b5, block b7, and block h6 (device code) were updated with additional information received on (B)(6) 2020. Block h6: patient code 3191 captures the reported additional intervention to remove the stent. Device code 3270 captures the reportable event of stent failure to expand. Device code 3009 captures the reportable event of stent positioning issue. Block h10: a hot axios stent was returned for analysis. A visual examination of the device noted that the delivery system was not returned. The stent was received fully deployed and expanded. The stent was measured to be within specifications. There were no issues noted to the stent. The reported deployment issues indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the device. Procedural factors, such as the handling of the device and normal procedural difficulties encountered during the procedure, could have possibly affected the device performance and its integrity contributing to the reported event. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic walled-off necrosis (won) during a won drainage procedure performed on (B)(6) 2019. Reportedly, puncture could not be performed in the center of the won due to the presence of a blood vessel, so the puncture was performed towards one end of the won. Based on ultrasound, it was initially determined that the patient's won contained more than 70% liquid content. According to the complainant, during the procedure, after the stent was fully deployed, the distal flange of the stent did not fully expand and ended up positioned in the abdominal cavity. The physician visualized the drainage site endoscopically from the stomach side and noticed that the won was not draining. Computed tomography (CT) imaging was performed after the procedure and showed that the puncture was performed in an area of the won that contained low liquid content, and there was no contraction of the won. The stent was removed using a snare, and the puncture site created in the stomach was closed with a clip to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition on (B)(6) 2019 was reported to be fine and without problems.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transgastric position to treat a pancreatic walled-off necrosis (won) during a won drainage procedure performed on (B)(6) 2019. Reportedly, puncture could not be performed in the center of the won due to the presence of a blood vessel, so the puncture was performed towards one end of the won. Based on ultrasound, it was initially determined that the patient's won contained more than 70% liquid content. According to the complainant, during the procedure, after the stent was fully deployed, the distal flange of the stent did not fully expand and ended up positioned in the abdominal cavity. The physician visualized the drainage site endoscopically from the stomach side and noticed that the won was not draining. Computed tomography (CT) imaging was performed after the procedure and showed that the puncture was performed in an area of the won that contained low liquid content, and there was no contraction of the won. The stent was removed using a snare, and the puncture site created in the stomach was closed with a clip to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition on (B)(6) 2019 was reported to be fine and without problems.

Manufacturer narrative:
(B)(4). A hot axios stent was returned for analysis. A visual examination of the device noted that the delivery system was not returned. The stent was received fully deployed and expanded. The stent was measured to be within specifications. There were no issues noted to the stent. The reported deployment issues indicate operational difficulties experienced during the procedure and are likely due to anatomical or procedural factors. Some echoendoscope and elevator positions result in excess friction between the catheter and the working channel. Friction can impact the performance of the device. Procedural factors, such as the handling of the device and normal procedural difficulties encountered during the procedure, could have possibly affected the device performance and its integrity contributing to the reported event. Therefore, a review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.